Event description:
It was reported on (B)(6) 2025 a 29mm navitor transcatheter aortic valve was selected for implant. The length of the membranous septum was 5.5mm. During the procedure the patient went into heart block. A temporary pacemaker was placed. The valve was implanted. The heart block persisted. The final implant depth was 3mm from the non-coronary cusp (ncc). On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
An event of heart block was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported heart block could not be conclusively determined. The reported surgical intervention and unexpected medical intervention were due to case-specific circumstances. During the procedure, a temporary pacemaker was placed. Eventually, a permanent pacemaker was implanted. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
It was reported on (B)(6) 2025 a 29mm navitor transcatheter aortic valve was selected for implant. The length of the membranous septum was 5.5mm. During the procedure the patient went into heart block. A temporary pacemaker was placed. The valve was implanted. The heart block persisted. The final implant depth was 3mm from the non-coronary cusp (ncc). On (B)(6) 2025 a permanent pacemaker was implanted. The patient status was stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.